Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the screen of insulin pump was harder to read in light or outdoors also some scratches on the screen. The customer¿s blood glucose unknown. Customer also stated that insulin pump receive some no delivery alarms during priming. The device will not returned for analysis.